Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green fragment. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The green fragment matched the missing portion at the tip of the cannula tip. Based on the condition of the returned unit, it is likely that the tip fracture was caused by an instrument or object coming in contact with the distal tip of the cannula during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: appendectomy. Event description: during a laparoscopy, the trocar broke on the distal end of the trocar. This extremity was inside the patient. The broken piece to fell on the patient's intestines which may cause injury. The consequences encountered are: real insecurity for the patient. A waste of time for the nursing staff. The material has been recovered. Additional information received via email from sales rep on 16nov2018: the name of the procedure being performed is appendectomy. There was without consequence for the patient. The broken piece has been retrieved from the patient. The non-conformance was identified during the second half of the procedure. The break was considered a clean break. The broken piece was retrieved from the patient. The customer would like to request a replacement. It was the distal part of the cannula that broke. The break was clean. No photos can be provided. The customer would like to return the device to applied medical. Patient status: without consequences for the patient.